Event description:
Edwards received information that a 21mm 11500aj inspiris valve was explanted after an implant duration of six (6) days due to a thrombotic valve. A thrombus was attached to the leaflets, and particularly to the sewing ring almost circumferentially. Left main coronary artery was also occluded by a thrombus. The device was replaced with the same size and model 21mm 11500aj inspiris valve with a concomitant coronary artery bypass graft. When the valve was explanted, a large thrombus came off together with the valve. The patient outcome was reported as under treatment. The device will be returned for evaluation. The device was implanted using minimally invasive cardiac surgery (mics) in a supra-annular position to address native aortic valve stenosis. On post-operative day (pod) 1, the patient was extubated. By pod 2, the patient was discharged from the ICU. From pod 4 to pod 6, the patient experienced back pain and st elevation. On pod 6, although the patient was scheduled for discharge the following day, she developed cardiogenic shock with a blood pressure of 69. The patient was immediately transferred to the ccu with a defibrillator attached, presenting as pale, cold, and sweating. A transthoracic echocardiogram (tte) revealed akinesis of the mid-anterior and mid-lateral cardiac walls from the base to the periphery, with no pericardial effusion and a global ejection fraction (ef) of 30 percent. Initially, coronary angiography suggested that the bioprosthetic valve's supra-annular position caused sub-occlusion of the left main coronary ostium. However, CT scan confirmed that the occlusion was due to a thrombus at the left main trunk (lmt) ostium and sinus of valsalva at left coronary cusp side. As internal medicine could not intervene, surgical intervention was decided. On pod 6, the newly implanted device was explanted and replaced with the same size and model (21mm 11500aj inspiris valve), along with a concomitant coronary artery bypass graft (aorta-svg-lad). Post implantation, the patient was placed on warfarin, lansoprazole, furosemide, spironolactone, magmitt, sennoside, ramelteon, risperidone, loxoprofen, eszopiclone, and toaraset. Images or videos were not provided by the customer. Before the device explant, mild aortic regurgitation was observed, but it was not the reason for the explant.

Manufacturer narrative:
The device was returned to edwards for evaluation as it is pending evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Added information to h3 and h6. H3. Device evaluation: customer report of thrombus was confirmed. As received, thrombotic/fibrin-like material was observed on the outflow surface of leaflet 3 and around the stent circumference on both inflow and outflow aspects. Serrated mechanical damage marks were also observed on the outflow surfaces of leaflets 1 and 3 and did not penetrate the leaflets. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded.

Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.